Manufacturer narrative:
The date of this report provided in the initial report was incorrect. The corrected data will be provided in this report.

Manufacturer narrative:
Motor error alarm during the basic occlusion test and unable to prime during the prime/compromised force sensor system test due to faulty force sensor resistor. Insulin pump passed the operating currents measurement, self-test, unexpected restart error test, rewind, basic occlusion test, and displacement test. Unable to perform the occlusion test and no delivery test due to motor error alarm. Motor passed motor test. Insulin pump monitored for several days and no blank display anomaly noted. No damage found on connector/lcd isolation tape noted. No damage or corrosion found on battery cap noted. Insulin pump had cracked battery tube threads, reservoir tube, reservoir tube lip, and minor scratched display window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display. Customer's blood glucose level was 103 mg/dl. There was an extra ring in the cap. The display did not return after troubleshooting. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.